Manufacturer narrative:
(B)(4). The returned footswitch was evaluated by a quality engineer. The condition of the device showed no significant physical damages. Engineer found the footswitch ran automatically when plugged in. Conclusion ¿ the device was scrapped.

Event description:
It was reported the footswitch runs automatically when plugged in.